Event description:
It was reported that the user transitioned the ilet from a dexcom to an abbott freestyle libre 3 plus sensor, but the initial freestyle libre 3 plus sensor had been scanned with the abbott app and was therefore in use by another device; the user replaced the sensor, installed the ilet app on the patient¿s phone, paired the ilet, and then paired and scanned a new freestyle libre 3 plus sensor successfully, after which the system operated in bg run with warm-up displayed. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included technical troubleshooting and user education. Investigation of this case revealed that the sensor pairing issue was due to prior activation with a non-ilet application, consistent with a use-related pairing conflict; device hardware was not implicated. It was concluded, based on established findings for similar reports, that the cause was user setup error addressed through troubleshooting and education.